Event description:
This literature case describes the occurrence of uterine perforation ("the left essure perforated the uterine wall / fallopian tube left perforation and uterine horn left perforation / medial marker of the left essure founded in the uterine cavity"), fallopian tube perforation ("the left essure perforated the uterine wall / fallopian tube left perforation and uterine horn left perforation / medial marker of the left essure founded in the uterine cavity") and device dislocation ("essures migrated to abdominal cavity / two essures identified with asymmetric position / right essure migrated through the distal region of the fallopian tube to the peritoneal cavity") in a (B)(6) female patient who had essure (ess205) inserted. Literature reference: elizalde martinez-peñuela cr, sánez pascual p, fernández garcía c, laguna olmos m, garcía fernández f, fernández ladrón v., essures migrados a cavidad abdominal, 34th national edition training sego 2017- oviedo, 2017. #95. The patient's concurrent conditions included cholecystectomy and abdominoplasty. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. The patient was treated with analgesics and surgery (bilateral salpingectomy by laparoscopic). Essure (ess205) was removed. At the time of the report, the uterine perforation, fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine perforation to be related to essure (ess205). Diagnostic results: an echography evidenced, normal ovaries, visible fallopian tubes thickened due to probable essure fibrosis. Two essures identified with asymmetric position. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23_jun_2017 for the following meddra preferred terms: uterine perforation: the analysis in the global safety database revealed 515 cases. Fallopian tube perforation: the analysis in the global safety database revealed 599 cases. Device dislocation: the analysis in the global safety database revealed 1185 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This literature case describes the occurrence of uterine perforation ("the left essure perforated the uterine wall / fallopian tube left perforation and uterine horn left perforation / medial marker of the left essure founded in the uterine cavity"), fallopian tube perforation ("the left essure perforated the uterine wall / fallopian tube left perforation and uterine horn left perforation / medial marker of the left essure founded in the uterine cavity") and device dislocation ("essures migrated to abdominal cavity / two essures identified with asymmetric position / right essure migrated through the distal region of the fallopian tube to the peritoneal cavity") in a (B)(6) year-old female patient who had essure (ess205) inserted. Literature reference: elizalde martinez-peñuela cr, sánez pascual p, fernández garcía c, laguna olmos m, garcía fernández f, fernández ladrón v., essures migrados a cavidad abdominal, 34th national edition training sego 2017- oviedo, 2017. # 95. The patient's concurrent conditions included cholecystectomy and abdominoplasty. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. The patient was treated with analgesics and surgery (bilateral salpingectomy by laparoscopic). Essure (ess205) was removed. At the time of the report, the uterine perforation, fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine perforation to be related to essure (ess205). Diagnostic results: an echography evidenced, normal ovaries, visible fallopian tubes thickened due to probable essure fibrosis. Two essures identified with asymmetric position. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred terms: uterine perforation: the analysis in the global safety database revealed 648 cases. Fallopian tube perforation: the analysis in the global safety database revealed 692 cases. Device dislocation: the analysis in the global safety database revealed 1655 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 29-sep-2017: after three follow-up attempts, no additional information was obtained. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.